Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and cycler set and the patient event of peritonitis with subsequent hospitalization and pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The cause of the peritonitis event was attributed to touch contamination as evidenced by the culture result of corynebacterium minutis, an organism that is part of the normal ski flora of humans. The peritonitis is believed to be exacerbated by the patient¿s use of 4.25% delflex solution in which the organism fed off the sugars in the solution. Based on the available information and no allegation of a malfunction, defect or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection around their port and is in the hospital. It was additionally reported that the pd catheter (not a fresenius product) was removed. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially presented to the pd clinic on (B)(6) 2019 with an elevated white cell count (values unknown). Any additional symptoms were not reported. The patient was diagnosed with peritonitis. A pd effluent culture was obtained and resulted positive for corynebacterium minutis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration unknown). The patient¿s symptoms (unspecified) worsened which resulted in the patient being admitted to the hospital on (B)(6) 2019. During the hospitalization the patient¿s pd catheter (not a fresenius product) was removed. After the removal, the patient¿s antibiotics were changed to intravenous (IV) vancomycin 3 times per week (duration unknown). The patient was transitioned to hemodialysis (hd) for at least two weeks while the patient recovers. The cause of the peritonitis has been attributed to touch contamination. The patient was discharged (B)(6) 2019. The patient continues hd therapy during recovery. Prior to this peritonitis event (date unknown), the patient¿s nephrologist ordered the patient to use 1 bag of 4.25% solution with his two 1.5% solution bags during treatment for one week. The patient had been retaining fluid. The 4.25% solution did remove the excess fluid the patient was retaining. There was no allegation of any liberty select cycler malfunction or deficiency related to the patient retaining fluid. It is believed the peritonitis organism attached to the pd catheter and fed off the sugar in the delflex solution which created the environment for which the pd catheter had to be pulled. There were no issues with the liberty select cycler or cycler set reported for this event.